Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and likely intermittent atrial capture. The physician will review the plan of care. The lead remains in use. No patient complications have been reported as a result of this event.